Event description:
It was reported that when the devices were used during a gastrectomy procedure, the device fired malformed staples. Another device was used to complete the case. There was no consequence to pt.